Event description:
It was reported to medtronic minimed that the customer reported inpen cartridge click was broken. The customer reported no adverse event. The event involved product(s) mmt-105nnblna. Troubleshooting was performed and found that dial misalignment was greater than 1 unit. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-105nnblna was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Per visual inspection: inpen received with missing injection foot. Broken off piece at the cartridge holder. Inpen front shell stays attached. Unit paired successfully to commercial app. Inpen failed dialing alignment. Tick mark does not align in the gage window when dialing to desirable doses to pair unit. Unable to perform baseline and wireless functionality and displacement dose accuracy due to dial misalignment and missing injection foot. Inpen passed front cap investigation. In conclusion: inpen failed dialing alignment inspection. Therefore, dial misalignment was confirmed. Inpen received with broken off piece at the cartridge holder. Physically damaged cartridge holders can affect insulin delivery. No insulin is dispensed when the injection/dose button is pushed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.